Event description:
Allegations of musculoskeletal pain, pleurisy, breast pain, infection in chest & face, connective tissue disease, chronic fatigue syndrome, bone, joint & muscle pain, allergies, headaches, nausea, irritable bowel syndrome, memory loss, rash, possible lupus, left arm locked.